Manufacturer narrative:
Engineering evaluation of the returned devices is pending.

Event description:
Revision of spine components surgeon noted on post operative x-ray that one of the mlr rods was not captured in the screw. Pt was experiencing some pain.